Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history review could not be completed as no batch number was provided. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that the ultrasafe x100l png clear nvs stein experienced an inability for the medication to be visibly seen through the device viewing window. The following information was provided by the initial reporter: he tried to inject himself and medication did not come out. Faulty safety device.

Manufacturer narrative:
Device expiration date: unknown. PMA/510(k): additional PMA/510(k) is listed as k122558. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the ultrasafe x100l png clear nvs stein experienced an inability for the medication to be visibly seen through the device viewing window. The following information was provided by the initial reporter: he tried to inject himself and medication did not come out. Faulty safety device.